Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 dfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported to a company representative that during a cataract surgery, the anterior chamber kept collapsing and the "posterior chamber" wanted to rush to the tip during aspiration. The bottle was raised and the modes were switched between cortex and polish, prior to the insertion of the lens, to prevent the anterior chamber from collapsing. Additional info was received from the nurse indicating that the issue was thought to be caused by the foot pedal at first, but the company service representative stated that there was no problems found with the system. The issue was then thought to be the cassette although the same cassette was used to complete the case. There was no pt harm reported.